Manufacturer narrative:
Continuation of d10: product ID: 978b128. Lot#: va2pe6x. Implanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim urge incontinence. It was reported that they were trying to get in touch with the manufacturing representative (rep). They stated they have been in pain at the ins site and lead site since they got the device implanted. Since the beginning it had always been sensitive and the pain has been getting worse and worse. The patient stated the ins felt like it was near the surface of their skin and that they could feel it through their pants. The patient felt like the ins would move and that sometimes it was higher, and sometimes it was lower. They confirmed they have not had any traumas or falls. The patient stated they went to their managing health care provider's (hcp) physician assistant (pa) 30 days after implant and the pa told the patient to give it some more time to heal and 'reprogrammed it and made it stronger.' The patient stated they felt the stimulation "just vibrating" and the rep called them and the patient stated they were in tears from the pain. The patient stated they couldn't walk or even sit down. The patient stated they had been at 11. (B)(6) told the patient the stimulation was too high and the rep lowered it to 1.3 ma, but the pain never went away. Patient also stated they can't sleep on their side because of the pain and if they slept on their back, it felt like they were sleeping on a pebble or on a rock if they put more pressure on it, the "pebble" would poke harder and harder. Patient stated felt like they couldn't get a good night of sleep since they got the implant because they couldn't lay on that side. The patient stated they could feel the stimulation when they sat down or on the couch or on their bed because the surface is not a hard surface and they would sink down into the cushion or mattress and could feel the ins go sideways. The patient stated when they go up and it goes back up or sometimes they have to force it in its place because it kind of gets stuck somewhere. The patient stated sometimes, probably once a month, they would feel "like a thousand little needles poking them all at once and they told their managing health care provider (hcp) it felt "numb" around the site of the ins. The patient stated their hcp told them they would probably need to go back in and implant the ins deeper. The patient stated they were told to turn the ins off and that they'd been calling to ask for the rep's number because they'd lost it and they didn't know how to turn the ins off. The patient was redirected to follow up with their hcp. The patient stated they were going to get an x-ray tomorrow to check the implanted system, but the hcp told them they already thought they'd have to "fix it." Reviewed with the patient how to turn the therapy off and walked the patient through connecting to their settings. The patient stated they didn't want to turn the therapy off because the therapy was reducing the amount of times they' had to go to the bathroom and sometimes they didn't even have to wake up at night to go to the bathroom. The patient was going to follow up with their hcp tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They added that it was removed due to the doctors placement.